Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The nurse call functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician found a note on the bed stating the nurse call does not work. The bed was located at the account in the basement. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).